Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm and system error 2367 alarm. This occurred on the homechoice (hc) during the initial drain, while the hp was connected. The hp had pressed go before being connected to the hc. The technical service representative (tsr) had the hp cycle the power in order to clear the alarms. The tsr explained to the hp that the supplies were compromised and advised to start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the hp had disconnected from the hc without using proper aseptic techniques. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide?, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.